Event description:
Md making final tightening of screws for an anterior cervical discectmoy and fusion when a portion of the plate broke. Plate replaced.======================manufacturer response for zimmer plate, zimmer trinica select 44mm plate (per site reporter).======================none at this time.